Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a blood detected alarm. The customer rebooted the iabp and the iabp generated an electrical test failure code #35 (no communication with 6809). The pt expired on (B)(6) 2013. The customer reported that the event delayed treatment for the pt; however, they have not attributed the pt's death to the iabp.

Manufacturer narrative:
The company rep replaced the main pcb (part number 0670-00-0788). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The board has been returned to the pc board supplier for eval. A f/u medwatch will be submitted when our investigation is complete.